Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# (B)(4)) in united states on (B)(6) 2015. It refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006. Consumer reported that she had emergency surgery, tubal removal, pregnancy three times with live birth (this case refers to the third pregnancy), chronic pain, headaches and medical complications during pregnancy. Essure was removed on (B)(6) 2014. For the other two pregnancy episodes, please see case 2015-247699 and 2015-247700. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. The reported adverse events considered related are known, possible, undesirable event and not indicative of a quality deficit per se. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on (B)(6) 2015. No response after follow-up attempts. Case closed. Company causality comment: this spontaneous, non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a pregnancy with live birth. She also experienced chronic pain (interpreted as chronic pelvic pain), and reported an emergency surgery and tubal removal. These events were considered serious due to medical significance and are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In the present case, the consumer had a previous history of 2 pregnancies with essure. No information was provided on whether a confirmation test was performed or the time interval between essure insertion and the pregnancy. However, given the nature of the event pregnancy, a causal relationship with essure cannot be excluded. Abdominal, pelvic and uncharacterized pain may occur after essure insertion. In the present case, limited information was provided. The time interval between essure insertion and the onset of pain was not reported. However, considering the nature of the event chronic pain, causality with essure cannot be excluded. Also, non-serious events were reported. This case was regarded as incident due to the reported surgical intervention (emergency surgery and tubal removal). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs